Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019.

Event description:
It was reported that the smallest linx device was implanted on (B)(6) 2016 due to acid reflux. The patient continued to have severe dysphagia over the year after the implant. The patient was retested and showed acid reflux. The patient was told by the doctor to let the device to its job. In 2017, the doctor went in under fluoro and dilated the esophagus, breaking up scar tissue, which would help with the dysphagia, because the patient couldn't eat. After the procedure, swallowing improved. Another egd was performed on (B)(6) 2018 at a different hospital facility and tests didn't show any issues. The patient called her doctor, inquiring if another egd was needed and was told an egd was required every year with the linx implant. In (B)(6) 2019, the patient had a barium swallow and received a call from an associate doctor from the same practice on (B)(6) 2019, indicating the linx device was disrupted, two of the beads were separated and not coming together. An explant is scheduled for (B)(6) 2019.

Manufacturer narrative:
(B)(4). Date sent: 5/23/2023. Additional information was requested, and the following was obtained: size 13 linx device lxmc13, 47 year old woman, she suffered from dysphagia and had a dilation. Implant date was on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. Additional information received: the op note describes removal of a discontinuous device. No images are provided for review/conformation of discontinuity.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2023. A manufacturing record evaluation was performed for the finished device 11597 number, and no non-conformances related to the malfunction were identified. See attached.